Event description:
Manufacturer confirmed compromised inner conductors in black power lead; low volt alarms; and decreased volt supply to system controller, d/t wear. Doctor advised pt to only use batteries until changed out.